Manufacturer narrative:
Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller log files were not available for analysis. Analysis of the devices revealed that the batteries met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. No failure detected; the reported event could not be duplicated during the analysis of the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - bat303053 catalog #: 1650 / exp. Date: 08/31/2016 / mfg. Date: 08/13/2015 / UDI: (B)(4). (B)(4). Battery - bat308751 catalog #: 1650 / exp. Date: 12/31/2016 / mfg. Date: 12/03/2015 / UDI: (B)(4). (B)(4). Battery - bat308753 catalog #: 1650 / exp. Date: 12/31/2016 / mfg. Date: 12/03/2015 / UDI: (B)(4). (B)(4). Battery - bat308750 catalog #: 1650 / exp. Date: 12/31/2016 / mfg. Date: 12/03/2015 / UDI: (B)(4). (B)(4). Battery - bat304909 catalog #: 1650 / exp. Date: 10/31/2016 / mfg. Date: 12/15/2015 / UDI: (B)(4). (B)(4).

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned, and are being analyzed as part of the event.: serial # (B)(4), catalog #: 1650, exp.date: 10/31/2016, mfg. Date: 10/31/2015. (B)(4). Serial # (B)(4), catalog #: 1650, exp. Date: 12/31/2016, mfg. Date: 12/31/2015. (B)(4). Serial # (B)(4), catalog #: 1650, exp. Date: 12/31/2016, mfg. Date: 12/31/2015. (B)(4). Serial # (B)(4), catalog #: 1650, exp. Date: 12/31/2016, mfg. Date: 12/31/2015. (B)(4). Serial # (B)(4), catalog #: 1650, exp. Date: 10/31/2016, mfg. Date: 10/31/2015. (B)(4). Serial # (B)(4), catalog #: 1650, exp. Date: 08/31/2016, mfg. Date: 08/31/2015. (B)(4).

Event description:
It was reported that the patient was seen at the clinic and reported her six batteries are not holding their charge well and at times the batteries seem to drain at the same time while connected to the controller. She also stated that they are switching back and forth often and she is worried it will make her pump stop. The units were exchanged. There was no impact to the patient.